Event description:
Customer reported the silastic tubing segment detached from the connector. The connector was not saved; however, the blue retaining collar is present and was confirmed to be in place on the tubing when the event occurred. The end user was flicking air bubbles out of the tubing when primary IV tubing was snapped off. IV tubing was clamped and new tubing hung. Antibiotic was infusing in secondary bag so some antibiotic was not given as a result. No patient harm reported. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 01/05/2011. (B)(4). A portion of the product was evaluated and the customer's report of the silicone segment separating where it connects to the lower fitment was confirmed. The set was separated at the engagement between the silicone segment and the lower fitment. Only a portion of the set up to the silicone tubing was received along with a loose o-ring. The rest of the set from the lower fitment to the male luer was not sent back. Functional testing of the returned set portion was not done due to the silicone tubing separation. Based on smartsite laser number the set was built between 15 june 2010 and 07 july 2010. The root cause of the silicone tubing separation was not identified.